Event description:
A home patient's (hp) spouse contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display to the hp's homechoice machine during drain 1/3 of automated peritoneal dialysis therapy. Reportedly, the hp disconnected transfer set from the patient line of the homechoice set in sleep, during a dwell cycle. The homechoice machine moved into the following drain without the hp connected and began alarming. The hp woke up and reconnected to the setup. Baxter's tsc assisted the hp's spouse in ending therapy early. No patient injury or medical intervention was associated with this incident, per the hp's spouse.